Manufacturer narrative:
Device evaluation- one used sample was returned for evaluation. The examination of the returned device showed the luer was broken. The device issue was determined caused by a component problem (luer). Notification was sent to luer supplier.

Event description:
It was reported that a smiths medical fluid warming level 1 hotline disposables was leaking at the connection disposable after starting to infuse fluids. No patient injury or adverse event was reported.